Manufacturer narrative:
Jp 12/2/15 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit alarms not functional. The key failure is power switch has a short circuit and has no alarm on unit start up.